Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise resulted to pacing inhibition. There was more than two seconds of asystole detected. It was observed that the patient has three abandoned rv leads and the physician believed it may be due to lead-on-lead contact. The physician planned to extract one or all of the abandoned leads and for the meantime, the physician wanted to make any programming changes to ensure pacing. Boston scientific technical services (ts) discussed that there is no permanent doo mode but can raise the automatic gain control (agc) floor to 1.5 millivolts (mv). However, the noise appeared large, hence, ts suggested to use electrocautery protection mode and will give a life vest to the patient. At this time,the crt-d remains in service while the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.